Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and the left ventricular (lv) lead moved causing high and unsteady threshold measurements. Lead revision was done to move the lv lead back to its original position and the lead remains in use. No patient complications have been reported as a result of this event.